Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for device check. It was reported that the right ventricular lead exhibited high impedance and loss of capture. The patient had atrial fibrillation and bradycardia. The lead was capped and replaced on (B)(6) 2018. While plugging the new lead to the header, blood was noticed in the header. The device was explanted and replaced on the same day. No patient consequences were noted.